Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/06/2020.

Event description:
It was reported that the ventilator's touchscreen would not pass calibration. There was no patient involvement. The customer troubleshot with technical support. The customer replaced the touchscreen to address the reported issue and the ventilator passed all testing.